Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, control printed circuit board was identified as defective. The quotation has not been accepted by the customer and device was repaired by the third-party service. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Our conclusion is that the control printed circuit board was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation. H3 other text: 4117.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).